Event description:
On (B)(6) 2025, it was reported that the user dropped their ilet device off a counter, resulting in a cracked, unreadable screen. A replacement was arranged. No blood glucose impact or injury was reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.